Manufacturer narrative:
Final device analysis results revealed broken welds at bond wire pads.

Event description:
The manufacturer representative reported no telemetry, battery depletion. The device was replaced.